Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and replaced with a different device and the procedure was completed. There were no patient complications nor injuries reported and the patient condition was good after the procedure.